Manufacturer narrative:
No device available for investigation. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned and it is not possible to determine the root cause for the defect reported and a corrective action for it. Per DHR the product visistat 35w 6/box, lot # 01a1400291 was manufactured on 01/16/2014. DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, however, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged problem: it was reported that the staplers are misfiring. No patient consequences. Patient condition is fine.